Manufacturer narrative:
Device not available because still implanted. This is the initial report submitted regarding this surgical event and medical device. Device not explanted.

Event description:
Bad positioning of the stem generating a bad positioning of the humeral head leading to a painful conflict. Revision surgery of the humeral head for pain and stiffness, stem remained implanted. Patient ID: (B)(6).

Manufacturer narrative:
Device not returned because still implanted. This is the final report submitted regarding this surgical event and medical device.

Event description:
Bad positioning of the stem generating a bad positioning of the humeral head leading to a painful conflict. Revision surgery of the humeral head for pain and stiffness, stem remained implanted. (B)(6).